Event description:
The patient's lead is implanted for cervical placement. It was reported the patient was hospitalized due to an infection at the neck incision site. A CT-scan showed the infection to be localized at the neck incision and further cultures indicated the infection to be a (B)(6). The patient was being treated with antibiotics and aggressive dressing change. Further follow-up indicated, the patient has been discharged and is scheduled to meet with sjm representative.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.